Manufacturer narrative:
The lead was surgically abandoned and will not be returned.

Event description:
Boston scientific crm received information that this patient presented to the emergency room due to a syncopal episode. It was noted that the right ventricular threshold measurements had been increasing, however impedances and r-wave measurements were normal. A surface electrocardiogram was taken and revealed ventricular asystole due to loss of capture. A lead revision was performed and the patient is doing well and will be discharged from the hospital.